Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did meter to hcp meter comparison tests, in a fed state, 2 minutes apart. Her meter read 81 mg/dl, and her doctor's meter (reporter was uncertain of type, possibly surestep) was 145 mg/dl. No symptoms were reported. On followup, the reporter stated that she had been getting lower than normal readings and having some dizziness and saw her doctor for comparison tests no treatment or change in meds. She had been cleaning her meter with alcohol. The lifescan rep reviewed testing and cleaning, and discussed lab testing.